Event description:
The coplainant reported that a therapeutic hcc was performed on a male pt (age unk) with a cerotic liver using a leveen needle electrode (part nunber unk). It was reported that prior to the procedure the physician removed the warning label attached to the product, without reading the warning label. The clinician chose to use the probe in a direct access way, without inserting the sheath. Upon insertion of the device, the clinician noted that the device "seemed blunt." The pt underwent radio frequency ablation (rpa) of the liver performed percutaneously; the target area was a 3cm lesion the right upper quadrant of the pt's liver. The complainant indicated that twenty mins into the procedure, with the highest power achieved being 150w, the clinician noted that roll off had not occurred within the anticipated time period. At this time a 1cm diameter burn was noticed at the needle entry point, the procedure was then terminated. The burn exhibited redness, with no blistering or necrosis. A dressing was applied to the burn, and it was reported that the burn site recovered.